Event description:
It was reported that during a coronary stenting treatment procedure, a stent embolization occurred. The 90% stenosed lesion being treated was located in the moderately calcified, severely tortuous proximal left circumflex (lcx) artery. The lesion was predilated with a 3.5x15mm balloon. The physician attempted to place a 4.00x16 liberte bare metal stent, but was unable to cross the lesion. During withdrawal the stent dislodged from the stent delivery system into the left main. When attempting to remove with a gooseneck snare, the stent moved into the lcx and was successfully removed. The procedure was completed with a non-bsc stent. Pt status reported as "good."